Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The target lesion was located in the common iliac artery. At an unspecified time during a kissing technique procedure, a 8.0 x 40 x 75 cm express ld iliac / biliary stent delivery system sds could not cross the target lesion. The express ld iliac / biliary sds "got all banged up during use and was unable to use." No patient complications were reported and the patient's status is listed as good. Preliminary review of the returned device revealed stent movement on the balloon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The target lesion was located in the common iliac artery. At an unspecified time during a kissing technique procedure, a 8.0x40x75cm express ld iliac / biliary stent delivery system sds could not cross the target lesion. The express ld iliac / biliary sds "got all banged up during use and was unable to use." No patient complications were reported and the patient's status is listed as good. Preliminary review of the returned device revealed stent movement on the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the device noted that the shaft is severely stretched at the proximal end. The stent is crimped onto the balloon however, the stent is pulled proximally on the balloon. Also, the distal section of the balloon material over the distal markerband is bunched up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).